Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had eroded through the skin due to patient condition. Additional information indicated that the patient had weight loss and had high risk of infection. This pacemaker was explanted. There were no additional adverse patient effects were reported.